Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted cleft posterior. On (B)(6) 2019, a clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr to 1. However, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated that although leaflet insertion was confirmed, the clip may have lost leaflet capture, causing the clip to move prior to the slda. On (B)(6) 2019, mr increased to 3. Additional treatment was not performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported single leaflet device attachment (slda) and partial clip movement could not be determined. The reported patient effect of recurrent mitral regurgitation (mr) appears to be due to reported partial clip movement and slda. The reported patient effect of recurrent mr was likely due to the clip partially detaching and slda. The reported patient effects of recurrent mr is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001.